Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they needed to receive emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 45 mg/dl at the time of the incident. The customer used glucose tablets to treat. The customer experienced symptoms such as mental fogginess body aches, and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer became unresponsive. The customer reported their meter had a blank display. The insulin pump will not be returned for analysis.